Event description:
The facility representative reported a flo-gard infusion pump that does not function. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed and duplicated by baxter service personnel. Failure 73 was found on the device. The root cause of this condition was determined to be an over-current to the motor. Should additional information be received, a follow-up medwatch will be submitted.